Manufacturer narrative:
The customer contacted siemens to report that three non-reproducible cancer antigen 19-9 (ca 19-9) test results were obtained for a single patient sample from an advia centaur xpt instrument. Siemens evaluated the available information and did not identify an instrument issue. The cause of the non-reproducible ca 19-9 test results is unknown. Potential causes of the event include pre-analytical factors such as centrifugation or a sample issue. The instrument is performing within specifications. No further evaluation of this device is needed. MDR 2432235-2021-00003 was filed for the same event.

Event description:
Three non-reproducible cancer antigen 19-9 (ca 19-9) test results were obtained for a single patient sample from an advia centaur xpt instrument. One of the non-reproducible test results was reported to the physician(s). A second sample from the same patient was tested on the same and an alternate advia centaur xpt instrument. The repeat results were lower and reported as the correct results to the physician(s). An aliquot of the original sample was then repeated on an alternate instrument and a lower result was obtained. The repeat result from the sample aliquot was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca 19-9 results.